Event description:
Terumo received the following reported information: after a lower extremity angiogram via 8 french sheath, the 8 french angio-seal was attempted to be deployed; however, when the physician attempted to pull back the device, the suture locked up. Therefore, the patient was taken to the operating room (or) for a cut down and the angio-seal was completely removed. There were no issues with access sheath or catheters. A pre-deployment angiogram was performed. Manual pressure was applied to achieve hemostasis, the patient was stable, and no blood loss was reported. No concomitant medical products were used.

Manufacturer narrative:
A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. E3: occupation: cath lab rn lead. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.